Manufacturer narrative:
Novocure's medical opinion is that the contribution of the optune gio device to the fall and secondary ankle fracture cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Ankle fracture is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 73-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2024, during a home visit, the patient informed novocure that twenty days prior, he slipped while gardening and sustained an ankle fracture. The patient sought care at the emergency department (a&e), where an x-ray was performed, and an orthopedic cast was applied. The patient reported that they were carrying the device at the time of the accident and believed the weight of the device may have contributed to the fall. The prescribing physician was contacted for additional information but did not provide any further details.